Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds. This lead was out of service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The no problem detected investigation conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds. This lead was out of service and replaced. No additional adverse patient effects were reported.